Event description:
It was reported that at 04:56 it was discovered that the patient's triple lumen urinary foley catheter balloon was ruptured. Immediately checked the integrity of the balloon, found no residual fragments, and reported to the doctor.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.